Event description:
It was reported that the patient experienced stimulation in the wrong location. It was noted that the stimulation "went up into the back." The patient stated that he had 2 hip replacement surgeries in the past. The patient further stated that he had fallen last week and usually falls about once a month. The patient noted that he fell out of the shower and "blacked out." It was noted that the patient needed to take medication or "his legs would give out." It was further noted that the patient's "legs ached, and it hurt to touch them." The patient discussed "moving the battery to the front and move the leads to accommodate the device." The internal neurostimulator (ins) was located at the waist. The patient reported that he did not have a patient programmer and that his stimulation was not on. The patient had a scheduled appointment with his physician on (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3887-33, lot# j0322090v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-33, lot# j0340643v, implanted: (B)(6) 2003, product type: lead. (B)(4).